Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: (additional information) block e1 (initial reporter email) has been updated based on the additional information received on january 20, 2026.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the introducer broke off inside stent. It was then removed with grasping forceps and stent stayed in desired position. The procedure was completed with the original device. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the catheter during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. Therefore, ar code (5191: 2457) was used to capture user error.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the introducer broke off inside stent. It was then removed with grasping forceps and stent stayed in desired position. The procedure was completed with the original device. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the catheter during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. Therefore, ar code (5191: 2457) was used to capture user error.